Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in an application, no problems found with double beeping. However, the downstream sensor will be replaced as a preventive measure. It was also noted that the device was displaying ec1310. Based on the evidence, the complaint was confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited "double beep no cassette". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Additional information was received by smiths medical that the event occurred as part of customer's routine testing and there was no patient involvement.